Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and continuous glucose monitor (cgm) was not connected until 11pm on (B)(6) 2018. Cartridge change sequence was completed twice on (B)(6) 2018. Most boluses delivered by the user were manually requested by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values. The user delivered three boluses within an hour and a half for 19.6 units, 20 units and 25 units. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. It is possible the user over corrected. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was unknown. The customer was treated with d50 intravenous (IV) by the emergency medical support (ems). Additionally, the customer experienced minor bleeding from fall and a bandage was wrapped around the head by the ems. Review of the pump data logs by tandem technical support verified that there was no events observed which would cause a low bg event. The customer reported consulting with healthcare provider and it was concluded that the low bg events were due to the customer using fiasp insulin. Reportedly, the customer began use of humalog insulin and did not observe any further bg-related events.